Manufacturer narrative:
An event of aortic stenosis and valve explanted was reported. The valve was replaced with non-abbott valve. The device was returned to abbott and the investigation found that biological material and blood/body fluids were present throughout the valve. Leaflets 3 was observed to be torn near stent post 2. The leaflets had limited mobility when manually manipulated.. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the device had to be explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on (B)(6) 2014, a 21mm trifecta valve was implanted in the patient. On 10 october 2024, an aortic stenosis was noted. The trifecta valve was explanted and a new 25mm non-abbott valve was implanted.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.